Event description:
The pump was returned to animas for a peeling keypad with unresponsive buttons. The pump has been returned and was evaluated by product analysis on (B)(6) 2012, with the following findings: contamination was observed under the 'up' and 'down' button contacts. The keypad was found to be intact and the keypad buttons were found to be responsive to user input. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: contamination was observed under the 'up' and 'down' button contacts. The keypad was found to be intact and the keypad buttons were found to be responsive to user input. This report is being made based on the evaluation results. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.